Event description:
The customer reported the following blood glucose, carbohydrate intake and insulin bolus history for the subject device: time: 1:32 am, bg (mg/dl): 239, bolus (u): 1.30; time: 9:57 am, bg (mg/dl): 273, cho (g): 17, bolus (u): 3.50; time: 10:49 am, bg (mg/dl): 330, cho (g): 21, bolus (u): 3.40; time: 11:52 am, cho (g): 19, bolus (u): 1.90; time: 12:34 pm, bg (mg/dl): 461, bolus (u): 3.60; time: 2:42 pm, bolus (u): 3.50; time: 4:09 pm, bg (mg/dl): high, bolus (u): 7.70. At 4:34 pm, her bg remained "high" (>500 mg/dl), so she deactivated the pod. She stated that when she removed it she noticed an "l-shaped" bend in the cannula. She thought perhaps the cannula never went in but didn't feel or smell any insulin or notice any moisture on the adhesive. She threw the pod away.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."